Event description:
(B)(4) study. Same patient as MDR ID# 2134265-2013-06555. Same patient as MDR ID# 2134265-2013-06819. It was reported that during a percutaneous coronary intervention (pci) procedure, restenosis occurred and the patient experienced myocardial infarction. Dec-1998 - the patient had a 3.0 x 15 mm nir stent placed in the mid right coronary artery (rca). Sep-2004 - the patient developed post infarct angina. The next day selective angiography was performed and revealed an occlusion in the middle to proximal rca. This was treated with direct stent placement using a 3 x 19 mm non bsc stent. (B)(6) 2013 - the patient had come for a diagnostic coronary angiography following an exercise stress test which was positive for ischemia. The target lesion was 80% in stent stenosed in the rca. The next day successful percutaneous transluminal coronary angioplasty (ptca) was performed with unspecified drug eluting stents placed in the ostial pl, ostial posterior interventricular artery, intrastent restenosis in the middle rca and proximal rca. (B)(6) 2013 - the patient presented with silent ischemia. The 80% stenosed target lesion was 25 mm long with a reference vessel diameter of 2.25 mm, located in the mid left anterior descending artery (lad). Which was treated with pre-dilatation and the placement of a 2.25 x 28 mm promus element plus stent and post-dilatation with 5% residual stenosis. Post index procedure, the patient developed myocardial infarction. No action was taken in response to the event. The patient was discharged two days later on dual antiplatelet therapy. It was also reported the core lab angiography results from (B)(6) 2013 revealed 50% side branch stenosis at 1st diagonal. Post procedure angiography revealed 90% 'branch percent stenosis' in 1st diagonal.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).